Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) was not completed. No analysis was performed because the device meets the risk based analysis criteria. It was incorretly reported that analysis had been performed.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had normal battery depletion and was going to be replaced on (B)(6) 2013. It was stated longevity calculations were done. The patient¿s status was reported as no injury. It was later reported the patient¿s implantable neurostimulator (ins) was explanted on (B)(6) 2014. It was noted the patient had a loss of therapeutic effect and reprogramming was done but replacement was required as a result of the event. It was stated the original lead appeared to be implanted in s4. The patient¿s status was reported as no injury.

Manufacturer narrative:
The previously reported analysis findings were incorrect. The analysis was updated to state: final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. The battery was at its normal end of life and had no telemetry or output.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v391131, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. It was stated there were lead parts stuck inside the connector port of the ins.